Event description:
The customer reported image quality problems when using the model x7-2t transducer during an unspecified critical clinical cardiology procedure. They alleged the image artifacts impeded their ability to properly diagnose the patient when using the tee transducer with the epiq 7c ultrasound system. There was no allegation of patient or user harm as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A philips field service engineer performed an inspection on the epiq 7c ultrasound system, and all diagnostics tests passed. The fse determined the reported color image artifacts were caused by the x7-2t transducer. A replacement x7-2t transducer was provided to the customer for resolution. The x7-2t transducer was returned for evaluation. A thorough investigation was performed, and the cause of the failure was a loose cable connector at the strain relief. The system has returned to service with no similar issues reported.